Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 47.0 cm. An external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted 5.2 to 6.4 cm from the distal tip. The outer coil filars were noted to be abraded through with all filars detached/separated in the abrasion zone.

Event description:
This report is to advise of an event observed during analysis.